Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer had no symptoms but customer was thirsty and was treatment. Customer's blood glucose at time of incident and current blood glucose value was 419 mg/dl. Customer stated bolus not delivered on her screen. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer could not perform further troubleshoot for high readings. The product was not returned for analysis.